Event description:
During a coil embolication, the dcs coil unraveled. The coil and the delivery system were withdrawn. There was no info regarding the target lesion, and how the procedure was completed. There was no adverse consequence to the pt.